Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "changing trends in total knee replacement¿ literature article "changing trends in total knee replacement" by ewan goudie et al. Published by european journal of orthopaedic surgery and traumatology was reviewed. The article purpose: to describe the changing demographics and surgical practice observed in a large cohort of patients undergoing tkr. The article reports: since 1994, all patients undergoing tkr in the authors' institution were prospectively entered into a database. This database includes two separate groups; one receiving the pfc implants and one receiving the pfc sigma implants. A total of 1879 patients underwent 1982 tkrs during the study period. There no complications reported although the authors do state that there were blood transfusions received by some of the patients. Patella resurfacing was not mentioned within the article. Cement was used in all patients although no manufacturer was disclosed. Depuy products involved: pfc and pfc sigma. Complications: major bleed (247). The first three components are to capture the pfc implants and the following three components are to capture the pfc sigma implants.